Event description:
A malfunction alarm was reported by the customer after replacing a cartridge. There was no reported adverse impact on the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.